Manufacturer narrative:
The customer was assisted over the phone by the customer technical support specialist (cts) who helped the customer drain both baths, then flush through the drain pathways with 50% bleach. The baths drained. The instrument was then verified by repeating a startup, and no further evidence of a leak was observed. Identified failure modes: the failure mode of the leak is related to the bath drain pathway which needed to be flushed. No erroneous results were generated in connection with the reported event. The failure mode identified is likely to generate erroneous cbc (complete blood count) / differential parameters due to dilution of the sample introduced into baths. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as a 10 ml fluid overflow from the rbc (red blood cell) bath of the instrument. The leak was not contained. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.